Event description:
Note: this MFR report pertains to one of six device complaints reported to occur during the same procedure. Refer to associated MFR report #3005099803-2009-03832, #3005099803-2009-03833, #3005099803-2009-03835, #3005099803-2009-03836, and #3005099803-2009-03837 for a description of the other devices. It was reported to boston scientific corp that six resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the case, six clips used in the case would not come out of the plastic protective covering. They pulled the blue handle as far as the handle would go, and the sheath would not pull back far enough to expose each clip. They finished the case with a competitors device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).